Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she's been experiencing bubbles in her reservoir. Her blood glucose value at the time of incident was 220 mg/dl. She stated that the size of the bubbles were comparable to tiny champagne bubbles. Troubleshooting for the air bubbles was declined due to the customer filling a new reservoir. No products were returned, replaced, or shipped.